Event description:
According to the literature source of study performed between december 2019 and february 2020, a retrospective study analyzed outcomes of patients who underwent electromagnetic navigational bronchoscopy utilizing superdimension 7.2 for the evaluation of peripheral pulmonary nodules between december 2019 and february 2020. Each patient had 7 fine needle aspirations with the arcpoint 18-gauge needle and 7 forceps samples collected with the superdimension biopsy forceps. There were 72 patients in the study, 56 received moderate sedation and 16 received general anesthesia. For samples deemed to have a nonspecific diagnosis, or pathologic finding of acute inflammation was identified and repeat CT scan of the chest demonstrated a resolved abnormality, or had fluoroscopy navigation failure, these biopsies were calculated as nondiagnostic. Complications in the moderate sedation group included 2 pneumothorax, which did not require chest tube insertion. No complications occurred in the general anesthesia group. There was one fluoroscopy navigation failure in the moderate sedation group (samples taken but no diagnosis obtained). This could partially be because of the inability to perform a breath hold during local registration in patients who had moderate sedation. No complications were related to superlock fiducial markers. Article: evaluation of electromagnetic navigational bronchoscopy using tomosynthesis-assisted visualization, intraprocedural positional correction and continuous guidance for evaluation of peripheral pulmonary; dr. Bryan dunn, 2022, journal of bronchology & interventional pulmonology.

Manufacturer narrative:
Title: evaluation of electromagnetic navigational bronchoscopy using tomosynthesis-assisted visualization, intraprocedural positional correction and continuous guidance for evaluation of peripheral pulmonary nodules source: j bronchol intervent pulmonol volume 00, number 00 2022 accepted: february 1, 2022 pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.